Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewi1270 showed no other similar product complaint(s) from this lot number. Device not returned, at this time

Event description:
It was reported that after the insertion the PICC appeared to be perforated and the guidewire was deformed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter perforation and deformed stylet is confirmed, and the cause is determined to be use-related. The device returned was one per-q-cath 3 fr single lumen catheter. Visual observation found that the stylet wire was indwelling and the core wire was broken, resulting in a stretched coil wire extending into the t-lock septum. The catheter terminated at the 14-cm depth mark. Blood and use residues were found on the wire, etc. The portion of wire within the catheter was found to be much shorter than the segment of catheter returned; that is, the wire extended only partway down the catheter shaft when the t-lock was assembled onto the catheter. The length of stylet core wire was found to be significantly shorter than the specified length of the complete stylet wire, signifying a missing piece at the distal end. No piece of core wire was found within the catheter/t-lock, indicating it had been pulled proximally through the septum. Microscopic evaluation of the distal end of the only returned segment of core wire that the distal termination was relatively straight in profile, not uneven. The termination surface itself manifested a smooth area at the edge and extending inward, whereas the rest of the surface was irregular. This difference in texture suggests stylet contact with a sharp instrument. The distal surface of the catheter was found to be largely finely granular with some tearing. The profile of the termination was not straight, but wavy. This indicates probable cut with a relatively sharp instrument with some tearing during separation. Functional testing found a leak between the 1- and 2- cm depth marks, which appeared to be a pinpoint leak. Because the stylet core wire had been pulled proximally after its breakage, it appears probable that the leak in the catheter was caused by movement of the broken stylet. The following statements from the IFU may be helpful: ¿ never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position. Do not cut stylet.¿ ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing, or fracturing the catheter when using a stylet. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ ¿modification of catheter length to modify the length of the catheter due to patient size, measure the distance from the insertion site to the desired tip location. Catheter depth markings are in centimeters. Retract the stylet to well behind the point the catheter is to be cut. Using a sharp scalpel or sterile scissors, carefully cut the catheter according to institutional policy. Caution: do not cut stylet. Inspect cut surface to assure there is no loose material.¿

Event description:
It was reported that after the insertion the PICC appeared to be perforated and the guidewire was deformed. No patient injury reported.